Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture products used in this procedure? Citation: indian j lepr. 85 : 33-35. [(B)(4)].

Event description:
It was reported via journal article: "title: silicone implants for muscular wasting of first web and the hypothenar muscles". Author: a salafia, g chauhan. Citation: indian j lepr. 85: 33-35. The study aimed to present the improved aesthetic of the first web and of the ulnar side of the hand. Twenty one patients with medial nerve and ulnar nerve palsy underwent surgery to improve the aesthetics of first web and ulnar side. Sixteen patients underwent first web technique, while 5 patients underwent both first web and hypothenar. In the technique for the first web, both ends of the silicon tube were anchored to underlying tissue with one or two sutures of 4/0 mersilk. For the operative procedure of the hypothenar, a suitable tube was inserted and anchored to the periosteum with 4/0 mersilk. Postoperatively after few days, one patient presented infection and the silicon had to be removed. The authors believed that they should try once again while paying more attention to sepsis and under coverage of powerful injectable antibiotics.